Event description:
The customer complained that the battery of the vyntus walk tablet is swollen. There was no patient involvement.

Manufacturer narrative:
A visual inspection of the unit under test (uut) found the screen bulging at the center and separating from the tablet. The functional check revealed that the uut was attempted to be turned on but would not boot up. It was connected to a charger for 45 minutes and would not charge or boot up. It is determined that the battery is faulty and has swelled internally causing the screen to separate and is preventing the tablet from booting up and functioning. Therefore the complaint could be confirmed and the root cause can be attributed to the swelling faulty battery. The broken tablet was replaced. The risk evaluation results in a risk acceptance level of a medium acceptable health risk.